Event description:
It was reported that "first two clips fired fine, after that the next 3 clips fell out of jaws".

Manufacturer narrative:
As soon as the engineer can evaluate the device and write his report, I will file a supplemental report.